Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) therapy was in the outpatient peritoneal dialysis (pd) clinic and reported having a hernia (unknown type). Subsequently, a caregiver made a service call on behalf of the patient requesting assistance with cancelling the patient¿s ccpd treatment while in dwell three out of five. The caregiver reported the patient needed to go to the emergency room (ER) due to the hernia. No signs and symptoms were reported. Per the peritoneal dialysis (pd) nurse, the patient was admitted into the hospital. Details surrounding the patient¿s hospitalization course are unknown; as discharge summary was not available. The patient was hospitalized for two weeks. The patient was transitioned to hemodialysis. The patient¿s disposition is unknown.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. There have been no reported allegations of a liberty select cycler malfunction or deficiency associated with the patient¿s hernia event. The cause of the patient¿s hernia is unknown. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and pain with subsequent hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.